Manufacturer narrative:
The investigation for the reported delivery anatomy issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the delivery anatomy issue was patient condition related, as the impella was unable to pass through the vascular anatomy as per the clinical description provided. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported for a 66-year-old male, that resistance was met during the attempted implant of the impella cp pump. As a result of the patient's tortuous anatomy, the decision was made to abort the implant and an impella 5.5 pump was subsequently implanted for patient support.